Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on their ilet device was unresponsive while operating on the latest firmware. Customer support verified the device information and arranged for an overnight replacement. Blood glucose management was unaffected, and no adverse health effects were reported.